Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a damaged battery compartment, cracked battery door, and scratched lens. The event history log found a record of a ?downstream occlusion? And ?cassette damaged? Alarm. Functional testing was performed. Upon review, the reported problem was unable to be duplicated; however, the alarm in the ehl confirmed the problem. It was determined that the intermittent dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the patient went to the emergency room because his pump was not working correctly. It was alarming to remove and reattach cassette. The pump was not restarted; it was shut down and the patient will go to clinic. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.